Event description:
Customer reported, a phlebotomist was drawing blood from a pt and when she removed a lavender tube and placed a corvac tube onto the butt-end of the blood collection needle it broke, spilling blood on the pt. No injury is reported.

Manufacturer narrative:
Thirteen samples were returned and evaluated. No obvious defects were observed. Retained samples were also evaluated. Centrifuge testing was conducted at 1500 and 2000 rcf (recommended speed is 1100 rcf). No breakage occurred. A review of the lot history found 1,200 samples were tested during production with no breakage and no defects related to the complaint. This style of tube has ben reconfigured and the engergizer cup removed. However, this should not influence tube breakage in use. Co is unable to determine a reason for the breakage during use the customer reported.